Event description:
Revision surgery occurred for pt with a total knee implant. Polyethylene synovitis, osteolysis and tibial implant loosening were observed at the time of revision surgery. Please refer mw5041152.

Manufacturer narrative:
Revision surgery occurred for pt with a total knee implant. Polyethylene synovitis, osteolysis, and tibial implant loosening were observed at the time of revision surgery. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Revision surgery occurred for pt with a total knee implant. Polyethylene synovitis, osteolysis, and tibial implant loosening were observed at the time of revision surgery.